Event description:
It was reported that approx 14 days after plif at l3-l4 and l4-l5 using peek device/infuse bone braft, pt developed an infection. The infection was described as deep, and consistent with staphylococcal contamination. The device was explanted approx 5 1/2 months post op. An in-out drain was utilized for 5-days, and the pt was treated with intravenous vancomycin. It is unk if the peek device or infuse bone graft contributed to the reported event. But we are filing this MDR out of an abundance of caution.